Event description:
It was reported that, during the device change out procedure, the left ventricular (lv) pacing lead impedance values were high and sensing levels were reading low. The physician suspected some wear on the lead outer insulation so he applied an anchoring sleeve and medical adhesive over the damaged portion. The lead remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising. Maximum lv pace impedance rises from 472 ohms the week ending (B)(6) 2012 to 736 ohms the week ending (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator (B)(6) 2009; 694765 implantable tachy lead (B)(6) 2011; 5076-52 im plantable pacing lead (B)(6) 2012. (B)(4).